Event description:
It was reported that a polarity switch occurred. The right ventricular (rv) lead displayed noise, low impedance and rising thresholds. A lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2008. (B)(4).